Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9735999, serial/lot #: (B)(4) , UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing revealed that there was an operating system failure. The solid-state drive (ssd) was replaced. The system then passed the system checkout and was found to be fully functional. The ssd was not returned to the manufacturer as it was discarded by the site. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the patient image could not be imported. This issue was noted outside of a procedure, and there was no patient involvement.